Manufacturer narrative:
The returned device was not returned with either the top housing or the portion which includes the pod etchings. Because the pod's internal components were highly exposed due to the missing top piece housing, many of the components were no longer in their expected places. The formed needle was no longer seated in either the pink slide or slide retract, the soft cannula was found damaged with a leak in the exposed portion, and a missing heat steak was noted on the back of the pcb. Despite several attempts, the device was not able to connect to a master pdm for data download. The bottom and middle batteries were noted to be nearly depleted. Because of the state that the pod was returned, it could not be determined what the physical state of the pod was like during use or if it was delivering insulin as expected while worn. Without the pod's data and the state that the pod was returned in, it could not be determined of the needle deployed successfully or not.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Changing your pod 3 / page 32-33. Following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged.

Event description:
It was reported that the needle never deployed the cannula into the site and that it generated an alarm. The pod was worn for less than an hour on the abdomen.